Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information/ device evaluation. H3a: device evaluated by mfg- additional information. H3b: evaluation included - additional information. H6: additional information.

Event description:
It was reported that signal loss occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss was not found for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.